Manufacturer narrative:
Concomitant medical products: product type implantable neurostimulator product ID: 97715, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: implantable neurostimulator. See regulatory report # 3004209178-2019-06897. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with an implantable neurostimulator (ins) for multiple back operations. It was reported that on (B)(6) 2019, the patient had an ins replacement because their prior ins had reached end of service (eos). During the procedure, impedances were observed to be 40,000 ohms on both tails of the lead/extension after inserting the new ins. The lead/extension was connected to a wireless external neurostimulator (wens), and impedances were normal. When they reconnected to the ins, the >40,000 ohms impedances appeared again on some electrodes. The doctor decided to replace the ins, which yielded >40,000 ohms on contacts 0-3, contacts 5, 6 were bad, but 8-15 were good. Since the patient was not using the out of range electrodes, they decided to use the replacement ins. No symptoms were reported. The ins first replacement ins would be returned by the rep. No further complications were reported or anticipated.

Event description:
Additional information was received from a healthcare provider (hcp) and from the rep. Clarification was provided regarding which ins was the ins returned for analysis and which ins is still implanted in the patient. It was reported that the ins that was returned would not connect with the extensions that were in use so it was replaced. The ins was received into the analysis lab on (B)(6), 2019. No further complications were reported or anticipated.

Manufacturer narrative:
Dual reporting. See regulatory report# 3004209178-2019-06897 for product type implantable neurostimulator product ID 97715 lot# serial# (B)(4) implanted: (B)(6) 2019 explanted: n/a correction: 97715 serial# (B)(4) is the ins that was attempted but not used on april 4, 2019, and explanted due to high impedances. This was previously reported as the ins with high impedances that was left implanted in the patient (i.e., replacement ins). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Ins nme733173h was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The returned device passed all testing in the laboratory and no anomalies were identified. If information is provided in the future, a supplemental report will be issued.